Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of damage to the 44-pin flex cable on the ground pins was detected. This condition has a potential for patient harm. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cardioplasty (stomach and esophagus), when handle was removed from the charger, the display repeatedly started up and the it was unable to be used. The handle and the shell were replaced and the operation continued. The handle was returned to the charger and removed again several times, sometimes the screen started up repeatedly, sometimes about once every five times the screen normally started up and displayed the remaining procedures. The event occurred during the procedure but the product was not used for patient.